Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to right ventricular failure that led to multi-system organ failure. The right ventricular failure required pressors and inotrope support and ultimately led to the multisystem organ failure. The death was not considered to be device related. The device was not explanted and an autopsy was not performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues were reported. The device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU (rev. C) is currently available. Although no device related issues were reported by the account, the IFU lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's right ventricular failure existed prior to left ventricular assist device (lvad) implant. It was not lvad related and was considered a progression of the disease post implant.